Event description:
It was reported by the sales representative that the unit had excessive flow, which went into the patient's neck and chest. Allegedly, additional anesthesia had to be administered.

Manufacturer narrative:
Additional information will be provided once investigation is completed.